Event description:
The lay user / patient contacted lifescan (B)(4) on june 9, 2011 alleging an error 2 message with their one touch verio pro meter. The patient denied exhibiting any symptoms or seeking any medical attention due to the alleged issue. The technique of applying blood on the test strip was correct and there was no misuse of the product. The alleged issue was not resolved over the phone and the product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event since the patient denied exhibiting any symptoms or seeking any medical attention. The complaint is being reported since the alleged error 2 message was not resolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.